Manufacturer narrative:
Through email communication with the surgeon, it was determined that while there is information that reasonably suggsts a reportable event occured, there is no information that reasonably suggests that the nview s1 has caused or may have caused or contributed to this event. That being said, there is no way to completely rule out the nview s1 involvement, and in an abundunce of caution, this event will be reported.

Event description:
During a posterior spinal fusion on a small pediatric patient (bmi 10) with osteopenia, the case was started with the aid of the nview s1 with nav option. During the procedure, it was found that the bone was too soft and small to attach the patient reference in the lumbar and thoracic spine, so the surgeon opted to switch to a traditional fluoroscopic c-arm without navigation. Toward the end of the case, the patient went into respiratoy arrest. The nview s1 with nav option was not being used during this portion of the procedure. There was no long term harm reported, nor was a prolongation of hospitalization reported.